Event description:
On (B)(6) 2011, a doctor reported to ormco corporation that multiple patients experienced enamel separation upon debonding of the orthodontic bracket.

Manufacturer narrative:
A customer complaint was received which alleged that multiple patients experienced enamel separation during debonding of the orthodontic bracket. The doctor was not definitive as to the exact number of patients involved. Confirmed with the doctor's office that all patients are doing fine and the enamel was repaired on all patients. In the complaint, five different products were identified. This MDR is on one of the five devices.

Manufacturer narrative:
The device involved in the alleged incident was returned and evaluated. The returned bracket revealed that the top of the tie-wing component was fractured, which suggests that an improper debonding technique was used. One edge of the debonding plier made contact with the tie wing component instead of the bracket base during the debonding. This improper technique would most likely lead to enamel damage because the pad is not forced to flex. The bracket was most likely twisted or torqued off, which would lead to the enamel fracturing. These investigation results indicate that a user/technique related error contributed to this incident and that it was not due to a product failure or malfunction.